Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions. Urinary retention, hematoma, and pelvic and abdominal pain are known possible outcomes following the urolift procedure.

Event description:
On (B)(6) 2018, the patient received a successful prostatic urethral lift (pul) procedure and discharged without a catheter. The patient returned the following day to have a catheter placed due to urinary retention with complaints of constipation and straining during bowel movement. Within 36 hours post procedure, the patient presented to the emergency room with discomfort in the abdomen and pelvic pain. He was admitted to the hospital for low hemoglobin and hematocrit (values unknown). A CT scan was performed revealing a hematoma. The patient had an embolization and required blood transfusion. A robotic open procedure was performed to remove the hematoma. The patient did receive IV antibiotics in the hospital, but it¿s not known whether for prophylaxis or confirmed infection. Total length of hospital stay was 10 days with 7 days in the ICU. The patient was seen again around (B)(6) 2019 and reported to be doing well.